Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr). One clip was implanted, reducing mr from 4+ to 1-2. On (B)(6) 2022, prior to the patient being discharged, echocardiogram was performed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet, (single leaflet device attachment/slda) and mr increased to 3-4. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report an additional mitraclip procedure. Subsequent to the previously filed report, additional information was received that an additional procedure was performed on (B)(6) 2022, to stabilize the single leaflet device attachment (slda) and treat the worsened mitral regurgitation (mr). A nt mitraclip was implanted successfully. The mr was reduced to from grade 4 to grade 1 to 2. There was no device issue or adverse patient effect. No additional information was provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda is due to challenging patient anatomy. Additionally, the reported mr appears to be cascading effects of incomplete coaptation. The reported effect of mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) is due to challenging patient anatomy. Additionally, the reported mitral regurgitation (mr) appears to be cascading effects of the slda. The reported effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.